Manufacturer narrative:
The information in this report was provided by stryker orthopaedics department. No additional information is available at this time. The device is not available due to the ongoing litigation. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the patient underwent right hip replacement surgery in 2007. It was further alleged that, "in early 2009, the patient developed significant pain in his right hip." He alleges that, "the femoral component was loose causing a revision in 2009."